Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump had a crack on the left hand top corner and on the reservoir down to the piston. Customer blood glucose was unknown. Customer stated the damage occurred during over time. Customer mentioned the buttons on the device were not responding. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.